Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2014 at 15:54:19. During night drain cycle one, the patient's ultrafiltration reading was 2140ml, indicating the home patient drained 2140ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. The cause of the event was determined to be a false empty detect and the initial drain alarm was met. Should additional relevant information become available, a supplemental report will be submitted.